Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The battery has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system powered down immediately after being disconnected from a known operational outlet. It was noted that the navigation system was charged for 24 hours. There was no patient present when this issue was identified. No additional information was provided.